Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for central regurgitation and stenosis were unable to be confirmed as no relevant medical record and imagery were provided. The DHR review did not provide any indication that a manufacturing non-conformance could have contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the sapien 3 (s3) thv was implanted in the pulmonic valve for this case. Therefore, it is an off-label operation. As reported, 'approximately 6 years post transfemoral tpvr procedure with a 26mm sapien 3 valve in the pulmonic position the patient became fatigued and presented with stenosis of the valve. First, they ballooned valve with 24mm true dilatation balloon, causing some regurgitation.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definite root cause is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, non-ew balloon (24mm true balloon) was used for post-dilating the stenos incident valve, and the regurgitation was observed after the post-dilation. In this case, post-dilation with non-ew balloon could over expand or stretch on degenerated valve (stenosis), leading to suboptimal valve leaflets coaptation, resulting in central regurgitation. Additionally, it is recommended to use the same ew delivery system to perform the post-dilation. As such, available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 6 years post transfemoral tpvr procedure with a 26mm sapien 3 ultra valve in the pulmonic position the patient became fatigued and presented with stenosis of the valve. First, they ballooned valve with 24mm true dilatation balloon, causing some regurgitation. The team then decided to put in 26mm sapien 3 ultra resilia valve.